Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. No device analysis results are available as the device was not returned for investigation. Additional health outcomes of the reported event are hemoptysis and respiratory distress. Per the risk/benefit analysis these risks can be characteristic for patients having a right heart catheterization procedure. Hemoptysis and respiratory distress have been identified as a known potential adverse event that may occur as a result of trauma to the pulmonary artery during cardiomems sensor implant. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
It was reported that a pulmonary artery perforation occurred during the cardiomems implant procedure. The physician is unsure of when the perforation occurred or what was the cause. The patient was reportedly coughing from the beginning of the case. The physician first performed a left heart catheterization for a dobutamine study before proceeding with the cardiomems implant procedure. The sensor was placed without issue. The patient then started to cough more intensely and experienced hemoptysis. Protomine was administered and the hemoptysis resolved without further intervention. The patient was kept overnight for observation. The patient is stable and has been discharged.